Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low sensor reading issue was reported with the adc device. The customer reported receiving an unspecified low scan on the sensor when to a competitor meter. The customer was taken to a hospital where they were hospitalized and administered insulin (type/dose unknown) for treatment. The customer further reported that they were discharged on (B)(6) 2023 from the hospital and no further information was reported.